Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an ablation procedure, the patient went into ventricular tachycardia and external shocks were delivered. After, the physician tested the shock impedances on the right ventricular (rv) lead and they were found to have exhibited out of range values of greater than 200 ohms. The patient was still on the table and connected to the equipment. Boston scientific technical services (ts) discussed the event with the field representative and indicated that the observation could be from the equipment or the external shocks the patient received, however, electromagnetic interference typically results in shock impedances of 0 ohms. The patient was going to be monitored. No further information was available, but all evidence suggests the lead remains in service and there were no adverse patient effects reported.